Manufacturer narrative:
The site did not provide patient information. A medtronic field service engineer visited the site and confirmed the reported error. He replaced the mvs interconnect cable on the system and this resolved the issue. System passed all functional testing after part replacement. Analysis of suspect cable as follows: confirmed reported problem "image framerate below expected levels". Broken cable wire (pin 7). Electrical problem caused event. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when they were taking 2d images for a spine surgery, he was getting a message prompting him to reconnect the o-arm to the mvs (mobile viewing station), and reboot. They hit "ok" to the message and continued to shoot 2d images, but the quality was grainy. When they went to take a 3d spin they received the same message. They rebooted both the mvs and the o-arm. When they switched to 3d they received the "image framerate below expected levels" message. They attempted another reboot, but this did not resolve the issue. Surgeon discontinued use of navigation and the o-arm for the rest of the surgery.